Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having severe tmj due to the misalignment that has occurred from doing treatment with byte. Provided tips for jaw discomfort. Requested letter or recommendation to cease treatment and refund. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.